Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a safety insulin syringe. The customer states that the rn was administering insulin to a patient. After administering the insulin to the patient, the rn attempted to push the safety over the needle and stuck her own thumb. The rn was wearing gloves but the needle penetrated and drew blood. The rn went to the ER to be evaluated. The rn was working 4 south med/surg/oncology. The customer states proper technique was used. The nurse manager on 4 south stated it was a safety device failure.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.